Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that patient's implantable neurostimulator (ins) was out of wak. The manufacturer representative originally met with the patient on (B)(6) 2016 to adjust adaptivestim. After programming adjustment, it was working well and the issue was resolved. The patient was reporting that now it was out of wak again and it was amping up when the patient walked their dog. It was recommended that the representative check the adaptivestim settings and call back. The indication for implant was non-malignant pain.

Event description:
Additional information was received from manufacturer representative. It was reported that impedance check was normal. The patient was using "b" and b was not set up for "upright and mobile." Program a was set up for all adaptivestim parameters but "lying front." The patient forgot how to get back to a. When she did, the amplitudes were too strong. The patient had made some adjustments with amplitude that were 2 points too strong. Those were adjusted for the patient in all positions and the representative did a 3 minute walk with the patient. The patient reported "a" covered her back and legs and all was well. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.